Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during surgery, they had a challenge with a lumbar drain insertion, and potentially there is a retained fragment because there is a fragment missing from the hermetic lumbar catheter, closed tip (ins5010) that broke intraoperatively. Additional information subsequently received: ¿ did this issue cause a significant delay in procedure? >> yes, during the surgery ¿ was the surgical delay inferior or superior to 30 minutes? >> approximately 20 mins extra time of surgery. ¿ did this issue cause any consequences for patient¿s health (injury, complications)? >> no ¿ did any component fragment fall into the surgical site? >> no ¿ are all the broken fragments retrieved? >> n/a ¿ how did the healthcare professional finalize the procedure? >> they opened up another box of ins5010 and managed to complete the surgery ¿ did the healthcare professional use another lumbar catheter available for replacement? From different lot number? >> they opened up the 3rd catheter and completed the procedure from the same lot number ¿ was there any anatomical feature, condition, and or anomaly that could make difficult the guidewire insertion? >> no.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter, closed tip (ins5010) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. Failure analysis - two (2) catheters, two (2) guidewires, one (1) tuohy needle, and one (1) stylet were returned for evaluation. However, no labeling was returned to confirm the reported lot number. The received components were visually inspected, and the following was observed: ¿ catheters ¿ both catheters were torn, most likely cut. O tube #1 was missing about half of the tube¿s circumference material for an entire 2.5 cm (approx.) Segment. The tube was open for that entire section. O tube #2 was missing a smaller amount of the tubing material: about 2 mm. ¿ guidewires ¿ both guidewires were in good general condition. No unraveling was observed. A little bending was observed, but that can be attributed to post operatory handling since these were rolled manually to be delivered back for evaluation. ¿ tuohy needle/ trocar ¿ the tuohy needle¿s tip was bent. Most likely the needle contacted a hard surface during insertion. As a result of the bent tip, the trocar could not be inserted completely inside the tuohy needle. Root cause - the two (2) catheters were confirmed to be missing part of the material as is shaved-off. It was also observed that the tuohy needle¿s tip was bent towards the inside of the tip. The needle¿s tip was most probably bent during insertion. If the needle¿s tip was bent during insertion and the catheter was retracted through it (e.g., for catheter repositioning purposes), then it is very probable that the shaved off material was cut with the tuohy needle itself. The IFU advises not to withdraw the catheter through the tuohy needle. The bent needle-tip is not necessary for this to happen; however, its presence could aggravate the situation by increasing the chances of damaging the catheter. As part of the returned units¿ verification, it was observed that the stylet could not be completely inserted due to the inward bent tip. As part of the manufacturing controls there is a 100% inspection of the tuohy needles/stylet to detect defects of the touhy needle/stylet fit. Therefore, due to the in-process manufacturing 100% verification, no out of the box tuohy needle defect is expected. Therefore, based on the condition of the returned products, it was concluded that the shaving-off of the catheter material is due to user technique.